Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2015-02851.

Manufacturer narrative:
Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, the balloon aortic valvuloplasty (bav) procedure itself caused the reported ar and hemodynamic instability. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, the patient¿s blood pressure (bp) decreased after bav and the hemodynamics collapse and percutaneous cardiopulmonary support (pcps) was initiated. The patient¿s bp was stable around 90 mmhg before bav. Post bav, the bp decreased to 60s mmhg and hemodynamics collapsed. Under the low bp, a 23 mm sapien xt valve was delivered and successfully implanted in approximately 50:50 position. The ar seemed to have resolved after deployment. There was no allegation of paravalvular leak (pvl) or central leak post deployment. After implantation, vf developed. Although the patient¿s own pulse transiently appeared after direct-current defibrillation at 200 j, vf shortly reappeared. As cardiac massage and defibrillation was continued, percutaneous cardiopulmonary support (pcps) was introduced. Soon after pcps introduction, the patient¿s own pulse and bp recovered. Subsequently pcps was terminated before the end of procedure. Defibrillation was performed 14 times in total. The annulus diameter was 21.3 mm by dt with mild calcification on the native valve and aortic root. Per the operating physician the bp decreased due to aortic regurgitation (ar) which increased after bav, and mitral regurgitation (mr) increased due to hypotension; increased ar led hemodynamics collapse.